Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported, that a cartridge alarm 1 occurred during basal delivery. The customer's blood glucose level was 364 mg/dl. A cartridge change was performed resolving the issue.